Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed a ¿retest¿ message. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the meter issue occurred. The patient manages his diabetes with oral medication, diet and exercise, and in ¿(B)(6) or (B)(6) 2015¿ increased the dose of his metformin pills in response to the alleged issue. The patient stated that an unknown time after the alleged meter issue, he developed a symptom of ¿blurry vision¿ however denied that he received any treatment. During troubleshooting the cca noted that it was the first time that the meter had been used and when the cca walked the patient through troubleshooting the issue was resolved. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged inaccuracy occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.